Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised the cannula was missing and it did not fracture in the patient's body. Customer was advised replacement sensors would be sent out.